Manufacturer narrative:
This report is being updated to provide additional information. New information is documented in b5.

Event description:
Update: additional information was requested. No additional information could be obtained.

Manufacturer narrative:
It is not known definitively if an olympus device was used in the case, if an olympus device malfunctioned, or if an olympus device caused or contributed to the reported event. This facility does routinely use an olympus bi-polar resectoscope for their hysteroscopy procedures. For this reason, we are conservatively reporting due to the potential that an olympus device could have caused or contributed to the reported event. Additional information continues to be pursued. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified hysteroscopic procedure, the patient required an hysterectomy due to uncontrolled bleeding. No additional details regarding the event are available at this time.